Event description:
Rptr complains of 1) cervical carcinoma 1981, 2) pre-cancerous growth=oophorectomy 1982, 3) fibromyalgia diagnosis 1985, 4) hashimoto's thyroiditis 1986, 5) clear cell carcinoma of kidney 1992, 6) fibrotic cyst right breast 12/92, 7) explantation of bi-lateral implants 12/94, left implant shredded, 8) removal of acute inflammatory cyst left breast "11/95", ongoing signs & symptoms of human adjuvant disease, with chronic allergies.